Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Testing done with different delivery tests, which revealed accuracy specification of +/-6%. The complaint of failed accuracy could not be verified in event log or duplicated. Preventative messures were taken to replace the expulsor assembly. Unknown cause of the malfunction. Device tested and passed all delivery and functional testing.

Event description:
Investigation completed on a cadd legacy pump. Summary in h 10

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-9.45%) while testing. No adverse effects were reported.